Event description:
Radiologist reported findings of patient's CT chest scan without contrast of (B)(6) 2024 ruled our pneumonia and ancillary finding a linear metallic structure in right coronary ventricle due to migrated ivc (infrarenal vena cava) filter (angiotech mfg option tm). Cardiologist consult reported findings of transthoracic echocardiogram of (B)(6) 2024 lv 52%, new echo bright linear structure, 1.6 cm, consistent with that described on CT. Moves in synchrony with right ventricle (rv) and appears to be protruding from the rv (right ventricle) free wall, vascular and interventional consult's impression is that a portion of the ivc device (limbs) migrated into the rv, cardiologist reported ziopatch (14-day event ECG monitor in (B)(6) 2024) reassuring for no evidence of arrythmias, sinus rhythm. Intervention cardiologist consult discussed the thin wall of the cardiac right atrium, so intervention cardiology is not an option; watch and wait; the risk of catastrophic cardiac ventricular event. Patient was referred to cardio-thoracic surgeon for open surgery removal of echobright.